Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was replaced.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (10 mg/ml at 1.75mg) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on approximately (B)(6) 2016 the patient experienced withdrawal. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was roto-tilling in the garden. A dye study was done on (B)(6) 2016. The patient status was reported as "alive - no injury". Additional information was received on (B)(6) 2016 from a healthcare professional via a company representative and it was reported that the doctor could not aspirate the catheter, so did not proceed with injecting contrast dye. No action/intervention was planned at this point. The patient was going to be sent back to the neurosurgeon for a possible catheter revision. It was unknown if the patient's withdrawal had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.